Event description:
On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. On an unreported date in (B)(6) 2010, the patient began remedial therapy with fortum (1gm, frequency not reported, ip) and reflin (1gm, frequency not reported, ip). The cause of the peritonitis was unknown. At the time of this report, the patient was still hospitalized and the peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide a statement of causality for the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.